Event description:
It was reported that there was a chiller issue in an arctic sun device. The repair needs to be done . Per follow up information received via email on 11dec2023, the repair was not yet started, and the issue was not resolved, issue was found during 2000hrs service, a swap has been done and there was no patient involvement. Per sample evaluation results on 01feb2024, it was reported that the arctic sun device was unable to fill the tank due to missing o-rings. Pump issues noted during decontamination.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty chiller. The device was evaluated and the reported issue was confirmed as it was noted that the chiller was faulty and making an abnormal noise. The chiller was replaced. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
He reported issue was confirmed. The root cause was isolated to a faulty chiller. The device was evaluated and the reported issue was confirmed as it was noted that the chiller was faulty and making an abnormal noise. The chiller was replaced. Unable to fill the tank due to missing o-rings. Pump issues noted during decon. The missing o-rings were replaced. Chiller pump was replaced. Device passed applicable testing. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections: b, d, f, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that there was a chiller issue in an arctic sun device. The repair needs to be done. Per follow up information received via email on 11dec2023, the device will be shipped to crawley. The repair was not yet started, and the issue was not resolved, issue was found during 2000hrs service, a swap has been done and there was no patient involvement. Per sample evaluation results on 01feb2024, it was reported that the arctic sun device was unable to fill the tank due to missing o-rings. Pump issues noted during decontamination.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a chiller issue in an arctic sun device. The repair needs to be done. Per follow up information received via email on 11dec2023, the device will be shipped to crawley. The repair was not yet started, and the issue was not resolved, issue was found during 2000hrs service, a swap has been done and there was no patient involvement.